Event description:
After an implantation period of approx five years, the pt reportedly underwent revision surgery to replace a tibial bearing insert that reportedly exhibited evidence of cracking and delamination.